Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered on the system and checked the instrument arm drape as well as the sterile adapter, but was unable to reproduce the reported problem. The fse performed the cable tension check and calibration on the patient side manipulator (psm) 1. The fse also verified that there was no error in the system log. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the fse's investigation. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer called in to report that the instrument tip would not close on the patient side manipulator (psm) 1. System functionality was reportedly checked prior to use, and no issues/errors were noted. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the instrument arm drape and check the sterile adapter discs position; however, the issue persisted. The customer then elected to use the psm 3 instead of the psm 1 to continue with the procedure. There was no reported injury. Isi performed follow-up and obtained the following additional/updated information regarding the reported event: the site completed the procedure successfully without psm 1.